Event description:
Routine complaint investigation when a health care facility reported receiving a high reading of over 600 mg/dl on a precision pcx blood glucose monitor when compared to a laboratory result of 109 mg/dl. The difference in values, when plotted on a parkes error grid fall into the "d" zone. The difference in values is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.